Event description:
It was reported that following the patient went to urgent care on 2015 (B)(6) because, their leg was red and painful. The patient was sent home after they were told it was ¿okay¿. On 2015 (B)(6), the patient went back to the hospital and it was found the patient had cellulitis. They were currently in the hospital on a ventilator from the infection. The patient was confused and agitated from the dilaudid that was given to them during the replacement procedure and it was found they were allergic to the dilaudid. Before taking the patient off the ventilator the health care provider (hcp) wanted to confirm the device was on and charged however the patient was not allowed to charge since the wound was not healed and the staples were still present. A manufacturer representative was requested to check the device and educate the patient¿s husband on charging.

Manufacturer narrative:
Product ID 3708140, serial# (B)(4), implanted: 2010 (B)(6); product type extension product ID 3778-45, serial# (B)(4), implanted: 2010 (B)(6); product type lead product ID 3708140, serial# (B)(4), implanted: 2010 (B)(6); product type extension product ID 3778-45, serial# (B)(4), implanted: 2010 (B)(6); product type lead. (B)(4).

Event description:
Additional information received reported that no troubleshooting or interventions were taken or planned. The patient¿s outcome was unknown. A manufacturing representative (rep) had reached out for a response but had not received any further information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from foundation care on october 20, 2017. It was reported that the patient received a new implant, after the surgery, she was diagnosed with cellulitis where she almost died and was forced into a coma. The patient also received injections in her back and she was sick for about six months. It was unknown if the symptoms resolved. There were no further complications reported or anticipated.